Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0mx12, implanted: (B)(6) 2014, product type: lead. Update to (B)(4) no longer applies to lead (lot#va0mx12).(B)(4) applies to lead (lot#va0mx12). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0mx12, implanted: (B)(6), product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient broke their lead in 2015 after falling down the stairs after a workout. They noticed their device stopped working when the pain started; the lead was replaced. No further patient complications have been reported as a result of this event.